Event description:
It was reported that (1) device was used during an adhesiolysis procedure. It was reported by the rep that the hook tip snapped off of the hdh05. The tip was retrieved from the patient's peritoneal cavity. The case was completed by using another instrument. There was no consequence to the patient.